Manufacturer narrative:
Correction: patient sex.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) contacted fresenius technical support with an operation question on the liberty select cycler. The rn wanted to discuss the high drain the patient incurred in the last drain. The fresenius technical support representative provided the rn with information regarding the high drain experienced during the last treatment, and advised the pdrn to have the patient call back have to review the cycler for specific information. A message was also left with the rn to review the treatment details. An iipv over 200% was encountered during the last drain. No medical intervention was required.